Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. Customer stated that she jumped in pool with pump and now the screen is blank and unresponsive. Customer stated that the pump display went blank immediately after pump exposure to moisture. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that we are sending replacement pump.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly also, moisture damage was found on motor assembly. The insulin pump had minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.